Event description:
On (B)(6) 2011, a galt medical catheter, model 4f, broke off inside my wife's abdomen during a procedure at (B)(6) hospital of (B)(6). Approx 4 inches of the tubing is still in my wife's abdomen. It was unable to be retrieved by the radiologist. A surgical procedure is required to retrieve the broken catheter. The catheter was to drain an abdominal abscess. The radiologist showed me the remainder of the broken product - it appears to have shredded or ripped. A second catheter installation was required. My wife had to remain longer under anesthesia. The broken drain runs from the abscess thru the peritoneum to a point below the skin surface. The catheter is a hollow tube that allows drainage to flow along the inside the device. The radiologist attempted to retrieve the broken off piece, but was unable to do so. He notified me that he was contacting the manufacturer of the device to document a complaint. He also notified me that the manufacturer had retrieved the remainder of the catheter and returned it to their engineering department for analysis. The tube will need to be retrieved during a separate surgical procedure. The date of that procedure is not yet set. The current drain is in place to combat the abscess. It is unk if the broken drain is prolonging my wife's illness or is having no effect. The physicians tell me that there was no danger to my wife from a possible puncture of other body structures while it remains inside her. Not being a surgeon, I'm not sure. An additional catheter had to be implanted when the first catheter broke during the procedure. Reason for use: abdominal abscess drainage.